Event description:
It was reported that the pt experienced a left open bimalleolar fracture dislocation and was implanted with a 2.7mm/3.5mm locking compression plate (lcp) lateral distal fibula plate. After the walking cast was removed, the pt reportedly rolled her ankle and the plate broke. The plate was removed and replaced with a 3.5mm lcp 8 hole plate and screws. The surgeon reported that after the revision procedure, the superior area of the tibial plafond began dissolving away, possibly due to infection. This report is for the possible infection. This report is on file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Devices(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned.